Event description:
Reporter indicated the physician's hand-held computer was freezing after interrogation. Troubleshooting did not resolve the issue. The hand-held was returned to the manufacturer and a product analysis was performed. During the analysis it was identified that the hand-held had intermittent communication issues. Visual analysis of the serial cable identified that the connector plug assembly was worn and that the metal cover of the dell axim connector plus assembly was loose allowing an intermittent connection between the hand-held and serial cable. No further anomalies on the device performance were noted during testing.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.